Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high na results generated by the unicel dxc 800 pro synchron clinical system. The patient results were requested from the customer but not supplied. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. A field service engineer (fse) was on-site and found that the tubing and the buffer supply line to the ratio pump was disconnected. It was reconnected and a preventive maintenance (pm) was completed. There were no further calls regarding this issue.